Manufacturer narrative:
Four forceps samples were received in opened original packaging including the cover foil. Only one forceps sample belongs to this investigation. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The received forceps sample associated with this investigation was visually inspected with the aid of a photomicroscope with various magnifications. It was found that the forceps show surgery residuals. After cleaning, it was found that the tube is loose which blocked the forceps from activating. The customer¿s complaint was confirmed. Root cause was unable to be verified. Why the tube was loose and blocked the forceps from activating could not be determined. This device passed the 100% control and was conforming when leaving the production process. This complaint has been reviewed and future data will be monitored for evidence of adverse trending and further action will be taken, as appropriate. At a minimum, this will include completing reviews of complaint class report levels on a monthly basis. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample is available that has not yet been received at manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. This is the second of two reports for this reported event. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that four ophthalmic forceps tips would not open after they were inserted into the closure valve during vitrectomy surgery. An alternate forceps was obtained in order to complete the surgery. There was no harm to the patient.